Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device locked and could no longer be used. No patient injury resulted, and no further information could be obtained.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. One lf5544 was received for evaluation. The returned product did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found one of the knife webs protruding from the clevis area. The web was sharp. The clear insulation is damaged due to the web protruding. The customer reported that the jaws locked and could no longer be used. The reported condition was confirmed. The jaws were jammed shut. The jaws did not open or close normally when the handle was activated. The investigation found the knife did not extend or retract when the trigger was activated. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. When the knife contacted the back of the seal plate, the trigger was forced and this caused one of the web to break and protrude from the device. The web was sharp. The damage to the clear insulation failed hi-pot. The IFU cautions: ¿ do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. ¿ do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mechanism. No trend has been identified. If information is provided in the future, a supplemental report will be issued.